Event description:
It has been reported to philips that after restarting the device, they were unable to x-ray, no light on the scialytic. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary procedure was being performed. The philips remote service engineer (rse) analysed the system remotely and confirmed that the x-ray was not possible. Upon troubleshooting, customer noticed the cable was pressing the pedal at the control station. After the pedal was released, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.